Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a av node ablation on (B)(6) 2021. At the next clinic interrogation, it was noted that the right ventricular lead impedance rose and was gradually rising. In (B)(6) 2021, the impedance reached out of range. The physician believes the ablation catheter may have come in contact with the lead insulation during the procedure and this compromising the lead. The lead was capped on (B)(6) 2021 and replaced. The patient was stable.